Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it was reported that a patient may have experienced an adverse reaction after undergoing a dental procedure that involved the use of the automatrix retaining band as well as other materials; no medical intervention was necessary. The patient exhibited symptoms including a swollen lip. The patient returned to the dental office one week later and reported that he saw an allergist in relation to the symptoms experienced.